Event description:
It was reported that the user experienced hypoglycemia while using the ilet with a steel infusion set and cartridge, contacted support, and completed a supply change with insulin delivery resumed after guidance and education on treating low glucose. Symptoms included low blood glucose of 61 mg/dl. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and user education provided by support. Investigation of this case revealed no identifiable device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.